Event description:
It was reported that the monitor fell out of the articulating arm on the stryker cart.

Event description:
It was reported that the monitor fell out of the articulating arm on the stryker cart.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root causes for the reported failure could have been caused by: a missing or damaged fasteners/screws. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.